Event description:
It was reported the device shuts off by itself. It was also reported the lower screen needs to be replaced. The device was returned for repair and preventive maintenance/calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the device shut off by itself; device was ran on bench for 24 hours with no anomalies observed. Analysis confirmed the lcd (liquid crystal display) is missing pixels. Analysis found the upper case is damaged. Lower case and ring cover are broken. Side bail covers, side bails, and ring are missing. Battery drawer is contaminated. (B)(4).